Event description:
Description of event the doctor wanted to insert the zso-7-5 in the biliary duct. So the nurse prepared the zso-7-5 and the pigtail section was bent as she moved the stent sleeve to the pigtail section. She tried to pass the guide wire into the zso-7-5, it was impossible. 1) was the kink on the pigtail section observed prior to contact with the wireguide or after contact with it? - the kink was observed after contact with the wire guide. 2) what was the size of the wireguide used in the preparation stages? ¿ 0.025inch 3) please describe the storage conditions of the device prior to use, especially those pertaining to temperature and light exposure. - the device was properly stored in a storage cabinet in the ercp room. 4) was the wire guide lubricated prior to use? - yes 5) was the wire guide inspected for damage prior to use? - yes 6) was the device at the center of the complaint inspected for damage prior to use? - yes 7) were any other defects observed on the device prior to return (other than the reported complaint issue)? - no 8) what is the endoscope manufacturer, the model number, and the working channel size that was used for the procedure? - olympus, tjf-290v(working channel size: 4.2 mm), jag wire 0.025inch(straight type)

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.